Event description:
No harm to patient. Patient infusing 28 days of continuous chemotherapy, blinatumomab "blina", that has 7 day bag changes. Patient presented to the ed [emergency department] around 0230 for troubleshooting help after the caad [computerized ambulatory drug delivery] pump began alarming. In the ed, it was discovered that the blina bag had run dry. Bag was expected to complete at 1300. Nurses went to the ed to assist ed team with chemo and pump. They confirmed the pump rate when the patient arrived was set correctly, despite the infusion completing 12 hours.